Event description:
It was reported that the blue tip insulation is peeling off of the forceps. There was no patient impact.

Manufacturer narrative:
(B)(4). Product evaluation: analysis found that the electrical insulation is slightly damaged on the most distal part. There is no missing fragment. The electrical insulation is compromised on this part of the instrument, which lengthen the active part. However, it should not be a risk of unintentional patient burn as this zone is clearly visible during surgery. The suction tube is missing and the trigger for its movement is jammed. No manufacturing or material defect was found. The device passed electrical tests. The coating probably got damaged by impacts with other instruments during the uses and reprocessing of the instrument.